Manufacturer narrative:
Other, other text: h2: see a1, b3, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed error45169. No patient adverse events reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue could not be duplicated. The error was found to be caused by an alarm fallout. The malfunctioning pwa board was the cause. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.